Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture" and "a lump or thickening in or near the breast or in the underarm area." Patient reported, "frequently wake up with one or both arms numb, swollen, having fallen 'asleep', and my hands/fingers will be particularly swollen" and" continue to have swelling, and feel confident that the lump is not cancerous. I believe the implants place pressure causing the numbness and swelling at night (when in a laying down position).¿ later, patient reported left side silicone implant rupture. Later patient reported left side ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii. Additionally, healthcare professional reported left side rupture. Additionally, healthcare professional reported "there is a dense capsular calcification of the left breast and left breast mass ar 2 o'clock is similar to 2010 and is considered benign." Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior edge side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ sensation increase/decrease: unable to observe as it is a medical event not related to the device. ¿ edema: unable to observe as it is a medical event not related to the device. ¿ calcification: no observed calcification on the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. ¿ brown particles observed in the gel. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture" and "a lump or thickening in or near the breast or in the underarm area." Patient reported, "frequently wake up with one or both arms numb, swollen, having fallen 'asleep', and my hands/fingers will be particularly swollen" and" continue to have swelling, and feel confident that the lump is not cancerous. I believe the implants place pressure causing the numbness and swelling at night (when in a laying down position).¿ later, patient reported left side silicone implant rupture. Later patient reported left side ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii. Additionally, healthcare professional reported left side rupture. Additionally, healthcare professional reported "there is a dense capsular calcification of the left breast and left breast mass ar 2 o'clock is similar to 2010 and is considered benign." Device explanted and replaced.

Event description:
Patient reported capsular contracture, baker grade iii. Healthcare professional later reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.